Manufacturer narrative:
Unable to provide the PMA/510k number and/or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from waldenburg indicates a clinic in (B)(6) reported: patient status post pfna 130 degrees nail implantation on (B)(6) 2010 had x-rays taken on an unknown date that showed the nail was broken at the hole of the locking screw. Medical / surgical intervention was needed.